Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the information provided it was not possible to conclude the exact root cause for this event. Nothing indicates that the device did not function as intended or was not manufactured according to specifications. Most likely the dissection that was not imaged in the first (although limited quality) imaging developed after exclusion of the intended to treat proximal and mid descending thoracic aortic dissection. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) year-old male patient with acute type b (stanford) aorta dissection underwent repair by right approach. On (B)(6) 2015: post-procedure follow-up CT angio confirmed en entry flow from the lumber artery and enlargement of the false lumen. On (B)(6) 2015: 1 month follow-up CT angio confirmed complete thrombosis of the false lumen and shrinkage of the false lumen. On (B)(6) 2015: progression of dissection was confirmed; ulp (ulcer-like projection) was observed at 18 mm from distal end of the distally placed stent graft (zteg-2pt-34-197-pf-d). Unresolved not treating. Patient outcome: it was reported that the events did not lead to a serious deterioration in health.